Manufacturer narrative:
The automated impella controller device (aic) was not received from the customer at the time of this MDR writing; therefore, evaluation/analysis of the aic was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient (unknown race and ethnicity) undergoing high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support (mcs) and during support a controller error (yellow alarm) triggered and prompted replacement of the automated impella controller. Impella mcs continued, and there was no harm to the patient as a result of the event. The patient was noted to be in stable condition following the event.

Manufacturer narrative:
The investigation of automated impella controller (aic) - controller error (yellow alarm) has been completed. Data analysis: console logs from the reported day of event are consistent with complaint and show an controller error alarm triggered during the clinical procedure. Real time (rt) logs confirmed that all signals received from optical bench (placement, snr, contrast, lamp, gain) are represented with negative values due to the crc error. Device analysis: the console was sent back to field service for further investigation. The reported failure mode was not reproduced during testing. The controller error was due to an optical bench fw communication protocol anomaly, resulting in misalignment of data communication packets received by epc. The aic sw operated as designed. The optical bench was evaluated for 5s parameters and the analog signals were checked for distortion; no issues were found. Additionally, the aic was tested with know good pump and purge cassette and no problems were observed. Root cause: the root cause of the ¿controller error (opm comm crc invalid) - alarm issued (i.e. Aic - loss of opm data)" was due to a firmware issue (optical bench fw anomaly) d9 device returned to manufacturer date added g2 foreign; was missing from manufacturer device report 1220648-2025-30691.